Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the device failed pressure transducer test failed during pre-use check. Device was checked. The pressure transducer board, expiratory channel board and monitoring board were cross checked, but the failure persisted. Finally the nozzle unit on air gas module was found defective and has been replaced to solve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Provided device's logs confirm occurrence of the reported issue. Nozzle unit/ pm kit was last replaced on (B)(6) 2023. Evaluation of the provided device's logs reveal that since last nozzle replacement passed 2027 hours of operation and as the issue occurred in january the whole year since last replacement did not pass. The root cause of the damage of the nozzle unit was not determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).